Manufacturer narrative:
(B)(4), g2: japan h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure 9 days post implantation due to medial tibia bone was fractured and tibial component was loosening. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. X-ray review indicates there is left total knee arthroplasty with interval development of a proximal tibial fracture with medial subsidence of the tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H6: 4114 - device not returned is n/a which was reported on initial report. Visual evaluation of the returned device shows signs of being implanted scratched / nicked and some foreign material on the distal surface. Additional information does not affect the root cause.